Event description:
Customer discovered that while performing the calibration procedure the barometric pressure reading was incorrect and was affecting the inspiratory flows. The ventilator was calibrated and functionally checked. Ventilator was functioning according to all manufacturers specifications. Ventilator was returned back to service. There were no pt involvement or injuries.